Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The physician was attempting to stent the right iliac artery with the visi-pro when the stent came off of the balloon catheter. Attempts were made to snare the visi-pro stent from the aorta but the physician was only able to pull it back into the right iliac artery. It also became deformed during the process, so the decision was made to stent over it and trap it behind a new stent. This was successful and the case was completed.